Event description:
It was reported on 01-apr-2026 that the patient¿s seven infusion sets adhesive were not stick to skin upon insertion and fell off before insertion.

Manufacturer narrative:
E1: name: (B)(6).country: united states of america.street: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.